Event description:
It was reported that the iab was inserted and good position was confirmed under x-ray. Later that day, the pt, who was very restless, began to experience severe back pain. A CT scan was taken and showed intimal aortic dissection. The iab was removed and there were no add'l complications.